Manufacturer narrative:
Report confirmed. Evaluation determined that the end of the motor was detached from the hose assembly at the swivel. The swivel set screw was not returned with the motor. None of the swivel balls remained within the motor or were returned. The motor swivel interface was examined under magnification and there were no signs of obvious damage. Some debris was noted in the threads of the connector. It could not be determined if the debris was residual thread sealant, bio-material, or grease. The root cause of the swivel detachment was likely due to inadequate preventive maintenance. Considering the length of time the motor was in use, it is likely that thermal cycling from repeated cleaning and autoclaving, coupled with vibration from use, caused the set screw to detach. Once the set screw detached, the swivel balls were able to fall out of the swivel assembly over time. The loss of swivel balls did not occur immediately once the set screw had detached. As swivel balls began to detach, the integrity of the swivel mechanism was compromised, ultimately allowing the hose to detach from the motor housing. It is unlikely that the set screw detached and the swivel balls fell out during a single surgical procedure. Therefore, it is suspected the fragment within the patient is not the set screw, but could be one of the last remaining stainless steel balls from the swivel assembly. Without removal, the fragment could not be determined. The attachment used during the procedure was also returned for evaluation. No abnormalities were noted. However, the attachment was past due for servicing. The second pneumatic motor returned was evaluated with no abnormalities found. However, the second motor was also past due for servicing. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The motor has been in use for approximately 30 months with no record of factory service during this period. The attachment was in use for approximately 40 months without service. The second motor was in use for approximately 30 months without service. The user manual contains the following warning ¿do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use.¿ we will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during drilling of the holes in a craniotomy, a pneumatic motor detached from the motor hose. This created noise from the escape of the compressed air. The surgeon requested an x-ray which detected a small piece of metal debris within the brain. The surgeon decided not to attempt to remove the fragment. The patient's condition was unknown at the time of the initial report. On follow up it was reported there was a delay in the procedure due to the event. The status of the patient was noted as normal postoperative. It was indicated the patient did not require additional follow up due to event. Patient x-rays were provided to the manufacturer. The following were returned for analysis: the pneumatic motor used in the event, the attachment used in the event, and a second pneumatic motor of the same model for evaluation only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.